Event description:
It was reported that the device reached elective replacement indicator (eri) and there was rapid battery depletion. It was noted that the right ventricular (rv) lead had a pacing threshold of 4.5 volts at 1.5 milliseconds since implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant product: 4194 implantable pacing lead 2008 (B)(6), 7121 competitor implantable defibrillation lead 2008 (B)(6). (B)(4).